Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2018. Philips fse (field service engineer) could not duplicate the reported issue. The unit was tested on a test lung. The device passed performance specification testing. Reportedly, the system would continue to be monitored. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the tidal volume is not delivering. There was no patient or user harm reported. The event date was not specified; estimate used.